Manufacturer narrative:
(B)(4). The sample not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain 1 of 4. (B)(4) explained the alarm. The registered nurse (rn) said that the home patient (hp) disconnected during dwell. The hp did not think he pressed stop. The hp reconnected. (B)(4) explained the alarm and assisted to retrieve the cassette. (B)(4) advised to follow up with the peritoneal dialysis registered nurse (pd rn) about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up with the home patient's (hp) nurse, the nurse said she was not aware of the alarm, but that the hp is in a nursing home. The nurse said she would give the nurses there a call to discuss proper procedures. No patient injury or medical intervention was reported.